Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end users states the track the tilt actuator attaches to, is broken.